Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the 15mm connector of the device was too loose and easily fell off from the ventilator. The patient was reintubated. There was no patient injury.